Event description:
It was reported that the patient was a diabetic and had a thin delicate capsule and ruptured during the procedure, which was attributed to the patient's anatomy. It was reported that the lens functioned normally and there was no haptic breakage. The lens was dissected, a 1.5mm incision was made, and a three- piece lens was placed in the sulcus. No further complications were reported.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was received for inspection and found that the lens was cut in half with one distorted haptic. There was also evidence of viscoelastic (ophthalmic viscosurgical device) on the lens, which is consistent with a lens that has been handled. Prior to market release the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.